Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.

Event description:
As the physician positioned a smart stent in the superficial femoral artery (sfa), the top (distal) markers were seen clearly, but the proximal bottom markers could not be seen. It is unclear as to if the stent was deployed in the patient. Please note that multiple attempts have been made to acquire additional information, but have been unsuccessful.